Manufacturer narrative:
Device evaluation: medtronic is leading an evaluation of the reported tower 240v. Evaluation of the device data logs indicate that the tower displayed the error messages of 'safety fault detected on cart 1) which indicates the fault detection circuit (fdc) detecting a low fault on arm 1. Due to this error, the arm was not recognized by the tower. There was no issue with the functionality of the tower, it was just the arm issue. Further evaluation of the reported tower is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic cystectomy, the arm cart assembly (aca) triggered an arm error on the operating room team interactive (orti) display after the boot process completed. Immediately following the error, the aca was no longer recognized by the system and all lights on the aca turned off. The aca was rebooted four times and then disconnected and reconnected to a different port to rule out a port-related issue; however, the issue persisted. The procedure was completed using three acas instead of four. There was no patient involvement.